Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 6.65 u ezcarb normal (m) on (B)(6) 2017 10:22:19. Review of the tdd add sup correctly and reflects the users programmed basal rates.. Pump returned with visible moisture behind display lens. Pump boots to verify screen. Unable to adequately investigate the complaint and perform steps 10, 11, 13, 17-22 and 31 due to moisture ingress in the pump (see (B)(4)).